Event description:
The superior screw in a 1-level acdf construct reportedly pushed through the plate, approximately 18 months post-surgery. The patient appears to be fused at the affected spinal level (c3-4). The superior portion of the anterior plate has lifted off the spine slightly, but is still secured by the inferior screws. The patient reports some difficulty swallowing, but does not have any neck or radiating arm pain. There are no plans for revision surgery at this time.

Manufacturer narrative:
(B)(4). The construct remains implanted; the parts could not be evaluated or measured to ensure conformance to design specifications. Per the surgeon, the patient appears to be fused at the affected spinal level and no revision surgery is planned. The patient will continue to be monitored for her dysphagia and if the symptoms do not improve, then the hardware may be removed at a later date. The patient's activity level and adherence to post-operative care instructions is not known. The root cause of the issue remains unknown.